Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, a black strip display appeared and the monitor flickered while loading exams. No additional information was provided. There was no patient present when this issue was identified.